Event description:
Livanova deutschland received a report that heater cooler 3t system was not cooling both on patient and cardioplegia sides during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in india livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.